Manufacturer narrative:
Results of investigation: the associated device was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device is heavily worn with many nicks and scratches in the plastic bumper. The device also has cement inside the hole on the bumper. The device was manufactured in 2002 and exhibits signs of extensive wear / usage. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Updated results of investigation: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device is heavily worn with many nicks and scratches in the plastic bumper. The device also has cement inside the hole on the bumper. The device was manufactured in 2002 and exhibits signs of extensive wear / usage. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, while using the femoral impactor, a small piece of plastic chipped off the small square of plastic in the middle. It broke inside the patient and the piece did not enter the incision. All pieces were recovered. The procedure was finished with the same device, no back-up was available. No delay or injury reported.